Event description:
It was reported by the customer "during the event the staff ended up removing the clave in the event that it was the cause of the problem and placing the tubing straight to the hub, no change was seen in flow. I used the same straight IV tubing and attempted to free flow through the PICC line sample that I had in the lab with the same results. I tried with the clave on and also with attaching the tubing straight to the PICC line hub."

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.